Manufacturer narrative:
Incident occurred during surgery, vitrotome produced air bubbles which leads infection to patient which is a serious harm, hence concluded as reportable. No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(4)) during a tele-conference on (B)(6) /2017. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received of an incident occurring in (B)(6). The following was reported: the vitrectome was giving off bubbles during use and had to be replaced in order to continue the surgery. No injury to the patient.